Event description:
Per the clinic, the patient experienced loss of device performance following a fall on(B)(6) 2025, which resulted in a head impact. Additionally, open circuits were noted on 22 electrodes. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.